Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient and his wife saw the elective replacement indicator (eri) message on the patient programmer (pp) some time over the summer. It was noted that the rep didn't see the eri noted on the session report in the app for reprogramming. Thus, it seemed that the device reached eri early. The patient was also experiencing issues with the implantable neurostimulator (ins) site heating up while recharging and recharging the ins was taking hours. The ins got hot enough that it forced the patient to stop recharging. There were no contributing factors identified. In the end, reprogramming and ins replacement were discussed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that since the report from the tablet did not indicate the device was at eri, it was communicated to the doctor that the device was not at eri. The device was jump started and no surgery was planned to the rep's knowledge. No further complications were reported.